Event description:
It was reported that the grip of the cadiere forceps instrument do not answer correctly any more [sic]. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument moved intuitively with full range of motion in all directions. The instrument cable tension was slightly lower than normal; however, this is typical of an instrument with heavy usage. Engineering also observed deep scratches on the distal end of the main tube, causing white/gray marks to appear on tube. No other damage was found. The scratches on the main tube do not appear to be caused by a defective cannula.